Event description:
Adverse event: restenosis requiring coronary artery bypass graft. Onset of adverse event: 16 months post implantation. Device issue: none. It was reported via a trial that on (B)(6) 2008, the patient underwent a direct stenting procedure with one xience v implanted in the proximal left anterior descending artery (lad) that had an 80% stenosis; final outcome was 0%. During an annual check up on (B)(6) 2010, a cardiac catheterization was performed and the patient had a triple vessel bypass surgery of the target vessel and non-target vessel. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported stenosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.